Event description:
New information reported that the original awareness date was 8/28/2018.

Manufacturer narrative:
Final analysis found a partial middle portion of the lead measuring 30.2 cm with only the outer insulation and outer coil returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information reported that the patient was stable post-procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead had been exhibiting high lead impedance and loss of capture. The right ventricular and atrial leads were removed on (B)(6) 2018. No further information was available.

Event description:
New information reported that the original awareness date was(B)(6) 2018.